Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. No device malfunction was suspected.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. No device malfunction suspected. Additional information was received that the reason for revision was physicians preference. The patient was doing well postoperatively and the explanted ipg will not be returned per facility protocol.